Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced a reddened stoma in (B)(6) 2022. The patient was hospitalized on (B)(6) 2022 with inflammation at the stoma site and the antibiotic augmentin was administered by IV. During an examination of the stoma on (B)(6) 2022, a fungal infection was detected and the antibiotic tazobactam 4g/05g was administered by IV and a zinc ointment was prescribed. The responsible duodopa nurse visited the patient in the hospital on (B)(6) 2022, and noted that the stoma site continued to have inflammation. An endoscopy is scheduled for (B)(6) 2022 to determine if the peg/j tubes are need of replacement.